Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000398, serial/lot : (B)(6) product ID: bi71000175r, serial/lot : (B)(6) .2 h3, h6: a medtronic representative went to the site to perform a system check out and they found the system had a generator error 11. The representative replaced the gfi and charger enclosure. System passed all testing. Fdm10, fdr120, fdc4307 are applicable to the system checkout. The charger enclosure and the snsr battery cable assembly have been returned for product analysis. Analysis is still in progress. Fdm4118, fdr3233, fdc11 are applicable to the returned parts. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the ground fault interrupter (gfi) was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The system failed to boot with consistent beeping and a generator error 11. Analysis found that the reported event was related to an electrical issue. The charger enclosure was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. When installed in a known good system, the system did not initialize and the generator was disabled. There was a generator error 11 while charging the load capacitor. The voltage did not reach the right value during start-up. Analysis found that the reported event was related to an electrical issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that while booting on the system for a case, the system could not boot past initializing. The system was rebooted with the image acquisition system (ias) and mobile view station (mvs disconnected. It was reported that there were many errors listed including the following: charger back plate ground fault interrupter (gfi), gantry gpo monitoring, x-ray acquisition error, and system board controller in error state. There was no patient present when this issue was identified.